Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call to have issues with the meter, the readings were 300 points off. Customer was hospitalized for high blood glucose. Customer's blood glucose was 700 mg/dl. Infusion set cannula was angled. Customer's mother declined troubleshooting. Customer will not be returning the device for analysis.